Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same patient as MDR ID#: 2134265-2013-00357. It was reported that following a coronary artery stenting treatment procedure, the patient had stenosis in the target vessel. In (B)(6) 2010, the patient presented with substernal chest discomfort associated with shortness of breath with exertion and was diagnosed with ischemic heart disease after exercise tolerance test. The patient presented with stable angina (ccs classification 1) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 22mm long with a reference vessel diameter of 2.5mm. The target lesion was pre-dilated with a 1.5x15mm apex balloon catheter and treated with placement of a 2.25x24mm taxus liberte stent, with 0% residual stenosis. Following angioplasty the patient experienced ventricular fibrillation which required cardioversion. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with right leg pain and was hospitalized on the same day. Angiography without revascularization was performed. The event was considered as resolved without residual effects and the patient was discharged on the same day. Ten days later, the patient complained of left shoulder pain that radiates into her back and associated with shortness of breath with exertion. The patient was hospitalized and a target vessel revascularization (tvr) was performed in the proximal lad with 90% stenosis. Coronary artery bypass graft (CABG) was performed from left internal mammary artery (lima) to lad and saphenous vein graft (svg) to 1st obtuse marginal branch (om1). The event was considered as resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.